Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complaint was of an underdelivery. It was reported that a companion pump did not work. The feeding pump was set to infuse but no formula was fed to the pt for 24 hrs and the feeding bag remained full.